Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot-specific product related issue. It should be noted that the reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated. The single leaflet device attachment (slda) resulting in worsening mr was likely related to anatomical morphology as the leaflet tissue was described as fragile. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip referenced is filed under a separate medwatch report.

Event description:
This report is filed for single leaflet device attachment(cds0601-xtr 81203u277). It was reported that on (B)(6) 2019, a mitraclip procedure was performed, treating degenerative mitral regurgitation (mr) grade 3+. The patient presented with an anterior 2 (a2) leaflet prolapse and the primary jet was at the a2 and posterior 2 (p2) leaflets. Two mitraclips (cds0601-xtr 81203u277 and cds0601-ntr 81212u150) were implanted without a device issue, reducing the mr to grade 1+, and mean mitral valve pressure gradient of 6mmhg. On (B)(6) 2019, on echocardiogram, severe mr (grade 3+) and mobile clips were noted. A possible repeat mitraclip procedure was planned for (B)(6) 2019. Transesophageal echocardiogram, prior to the repeat procedure, revealed both clips had detached from the posterior leaflet, while remaining attached to the anterior leaflet (single leaflet device attachment -slda), suggestive of very fragile mitral valve tissue. The repeat procedure was aborted due to concerns of getting the same results as the first procedure. No treatment was provided. Hospitalization was prolonged and the patient was discharged to home. No additional information was provided regarding this issue.